Event description:
It was reported that during a post operative device check, it was noted that the right atrial (ra) lead had dislodged and fell into the ventricle. The lead was reattached and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.